Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (fails incoming testing) has been confirmed. Upon investigation the monitor was unable to pass incoming testing. The cause for the failure was isolated to an open r1011 resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the monitor failed incoming functional testing.